Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. During the eval, the downstream sensor current reading was out of specification. The device was calibrated to correct the condition.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed a false downstream occlusion message. There was no pt involvement.